Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced pericardial effusion. The patient was asymptomatic. No procedure was performed to address effusion. The right atrial lead remained implanted.